Event description:
It was reported that, during surgery, the "10mm clancy flexible drill" broke. The physician removed the broken piece from the patient. The procedure was successfully completed without significant delay using another s+n 10mm clancy flexible drill. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, during a femur surgery, the "10mm clancy flexible drill" broke. The physician removed the broken piece from the patient. The procedure was successfully completed without significant delay using a 10.5mm clancy flexible drill. No other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Adherence to the instructions for use prep and use is essential for optimum success of the product. The instructions for use for this product contains technique oriented information. ¿use of drills with that have worn or dull tips can result in breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ a review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.